Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found loss of output and telemetry due to battery depletion. The pulse generator was found in backup mode due to multiple flipped bits. After downloading the product code, the device functioned normally except the battery voltage was at elective replacement indicator (eri).

Event description:
It was reported that the pulse generator was in backup operation. The device was explanted and replaced.